Event description:
The customer observed falsely positive alinity I prolactin for one sample when compared to other methods. (Abbott reference 3.46 to 19.40 ng/ml). (B)(6) 2024 sid (B)(6) alinity initial result 58.58 ng/ml, repeat result 56.31 ng/ml. Siemens results 11.10 ng/ml (siemens reference range 2.10 to 17.70 ng/ml). Beckman result 19.95 ng/ml (beckman reference range 2.10 to 17.10 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6). Section e1 phone number complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely positive alinity I prolactin for one sample when compared to other methods. (Abbott reference 3.46 to 19.40 ng/ml). (B)(6) 2024 sid (B)(6) alinity initial result 58.58 ng/ml, repeat result 56.31 ng/ml. Siemens results 11.10 ng/ml (siemens reference range 2.10 to 17.70 ng/ml). Beckman result 19.95 ng/ml (beckman reference range 2.10 to 17.10 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A ticket search by lot indicates that the reagent lot performs as expected. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations relating to the complaint under review. Labeling was reviewed and sufficiently addresses the customer's issue. In house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency with the alinity I prolactin assay for lot 53596ud00 was identified. All available patient information was included. Additional patient details are not available.